Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and squirted out insulin during the manual prime process. The customer's blood glucose was 147 mg/dl. The customer reported that the drive support cap was sticking out. She was advised to disconnect from the insulin pump. She was advised that, during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.